Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via telephone call that the insulin pump did not make any audible noise during the self test and that it only vibrated during a no delivery and did not alarm. The blood glucose reading was 145 mg/dl. The insulin pump failed the self test over the phone. The spouse was advised that the insulin pump would be replaced and agreed to return the product for analysis. The spouse was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with no audio tone during self test due to broken transducer black wire on the interface board. However, the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.